Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple fill resistance issues occurred. Customer's blood glucose ranged from 127-199 mg/dl. Customer was able to load cartridges using new supplies.